Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. Fiducial markets were placed transperineally prior to the procedure. The procedure was performed under general anesthesia. During magnetic resonance (mr) simulation for radiation planning, there was a concern for rectal invasion per the patient's treating physician. The invasion was unclear per multiple radiologist review. An endoscopic ultrasound was performed concerning for nearly entire rectal wall infiltration. Therefore, the patient's radiation treatment is going to be delayed for nine months to wait for hydrogel dissolution. The patient is reported to be stable at the moment of this report.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date,(B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a1502 captures the reportable event of gel misplacement non-vascular.